Event description:
It was reported during implant, the helix of the lead unintentionally extended several times during placement. The helix seemed to extend while inserting or withdrawing the stylet. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.